Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The second physician reported is (B)(6). (B)(4). A visual examination of the returned complaint device did not show visual defects. A functional examination was performed and the balloon was inflated normally and without issues. The balloon was able to be successfully deflated, and the deflation time was determined to be within the expected time for deflation. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was difficulty when trying to deflate the balloon. Reportedly, the catheter was cut in order to release the pressure. The procedure was completed with another cre fixed wire dilatation balloon . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The second physician reported is dr. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was difficulty when trying to deflate the balloon. Reportedly, the catheter was cut in order to release the pressure. The procedure was completed with another cre fixed wire dilatation balloon . There were no patient complications reported as a result of this event.